Event description:
The consumer alleges while sitting on the seat with the brakes locked, she stood up and the walker allegedly slipped, causing her to fall on the concrete floor and fracture her left hand.

Manufacturer narrative:
User alleges the rollator slipped and she had fallen fracturing her wrist. Unclear if device has been properly maintained. Floor surface is unk. MDR filed based on alleged injury.